Event description:
The event occurred on an unspecified date and involved a plum 360 driver new where the customer reported that while they were assisting dayshift rn settling patient s/p cath lab procedure. The customer stated that the patient was persistently hypotensive despite being on dopamine, vasopressin and epinephrine. Further to their investigation, they saw that the pump that was transfusing dopamine had no blinking green lights, but pump displayed that it was pumping. When rn disconnected the pump from the patient, observed no fluid moving and pump still displays pumping. The rn switched pump out for dopamine transfusion and had noticeable increase in the patient's mean arterial pressure and was subsequently weaned off epinephrine infusion. There was patient involvement, unknown delay in therapy but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation; however, it has not yet been received. A device history review will be performed.

Manufacturer narrative:
The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. Review of event logs: engineering was provided a copy of the mednet event/alarm logs (eal) report for this device covering a period of 4 days with minimal information. The only analysis done was on feb 19 as this is the only date in the eal report which contains infusion information. Summary/conclusion: engineering determines there was an infusion running on feb 19 around 18:00 delivering small amounts of dopamine ~4.4ml during a period of approx. An hour. Since the complaint does not list an event date, engineering cannot determine the infusion on feb 19 is the infusion during which the customer claims the flow indicator wasn¿t working properly. Additionally, engineering cannot determine the start and/or end volume of the bag based on log records. Furthermore, engineering cannot draw a definitive conclusion based on the event alarm log (eal) report provided and would require the pump cda logs to conduct a detail investigation to determine the state of the pump. Follow-up attempts: over the past 45 days, several attempts were made to retrieve the pump from the customer. However, we have not received any response regarding the device designated for repair. Consequently, the product complaint investigation (pci) has been finalized based on the information currently available. Corrected information can be found in d4 - expiration date null and d7a - single use device, e3 - initial reporter occupation, e4 and h8 - usage of device.